Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the staple line was incomplete distally. The firing cycle was not completed. Another stapler from different make was used to complete the case. There was no patient injury.